Event description:
Customer reported that the lcd screen on the insulin pump is scratched. It was stated that the customer is able to turn the insulin pump and see what is under the screen. Blood glucose value is 74 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.